Event description:
Nurse was using blunt cannula with male adapter plug for a long term IV. The pt claims she boosted herself up in bed and the cannula separated. Nurse indicated the pt lost an estimated 30-40 ml of blood. No medical intervention required. Pt has been discharged in good condition.

Manufacturer narrative:
136: received one used prepierced male adapter plug with a blunt cannula attached. The broken off hub from the blunt cannula was also returned. The breakage was due to excessive lateral force during rough handling while in use.